Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the broken gripper line. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The clip was placed on the mitral valve leaflets without issue. When establishing gripper line removability, there was no resistance with the gripper line, the gripper line was broken. Both segments of the gripper line were removed and clip deployment was continued without further issue. Mr was reduced to <1. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. The reported gripper line break was confirmed via the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from this lot. All available information was investigated and a cause for the reported gripper line break could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.